Manufacturer narrative:
Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet reference number: (B)(4).

Event description:
It was reported that a tibial trail cracked but was able to complete surgery with the same instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned provisional identified no cracks on the product but the provisional exhibits signs of heavy damage. It was also noted, there were nicks, gauging, scuff marks and general wear on both sides of the bearing. The edges of the component were deformed and damaged indicative of use. As the returned product is heavily damaged, further testing/analysis could be not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Based on the information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.